Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed silicone slices on the top cover and the electrode was severed at the fantail prior to receipt. These are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.

Event description:
The recipient reportedly experienced partial electrode extrusion. The recipient was advised to not clean the external auditory canal. The recipient went against medical advice resulting in complete electrode extrusion. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.